Event description:
It was reported the gastrointestinal videoscope was reprocessed in an automatic endoscope reprocessor that had a water line that was not disinfected and error e99 occurred when pressed start on water supply pipeline disinfection during water filter replacement. There were no reports of patient involvement.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: they had a water line that was not disinfected and error e99 occurred when pressed start on water supply pipeline disinfection during water filter replacement. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.